Event description:
The patient's device was reportedly not connection to the programming software. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.